Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic partial nephrectomy due to kidney tumor, during epidermal suturing, the skin stapler was used for epidermal anastomosis. During the use process, without external factors or improper operation, one of the suture staples got stuck. Half of the staple was fixed on the patient's skin, and the other half was stuck on the stapler and could not be removed. After that, a vascular clamp was used to forcibly remove the part of the staple on the skin, and the skin was re-anastomosed. This event caused minor skin damage to the patient, and the stapler was replaced during the operation to remedy the situation.